Manufacturer narrative:
On 10/28/2015: we were notified that this lead was explanted. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available data confirmed the observation reported in the complaint description and showed artefacts in the rv and ff channel which led to vf detection. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 61 months, oversensing was reported. Biotronik has no further information with regard to the explantation / revision procedure. Should we receive more details, this report will be updated. The lead was not returned to biotronik. No adverse patient side effects have been reported.